Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a maryland bipolar forceps instrument jaws would not open. When the instrument was taken out of the patient, they noticed that the brown part looked like it melted. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Both yaw pulleys exhibited charring and localized melting at the grip base, between the grips. Charring is a sign of an arcing event. Evidence not conclusive, but charring may be due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. The grips could not open with a normal range of motion due to thermal deformation on the sides of the yaw pulleys. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive has concluded that the likelihood of injury due to this failure is remote. User are instructed to retain back-up instruments in case that an instrument fails to perform, and are also instructed in proper technique to minimize the likelihood of internal arcing additional observation not reported by site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .060 - .160 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.